Event description:
Customer reported being hospitalized, due to not being able to control blood glucose levels. Customer is in ICU release date unk. Unable to do troubleshooting since dr is in possession of pump.